Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Evaluation of the customer samples was performed and label lift was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that label lift off was found before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube. The following information was provided by the initial reporter, "has anyone brought forward the issue with the manufacturer label on lot #9065836? The labels are not falling off but are only sticking along the middle of the label. The sides of the labels are away from the tubes inside the packaging. They are still sticky causing the tubes to stick together when they touch."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label lift off was found before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube. The following information was provided by the initial reporter, "has anyone brought forward the issue with the manufacturer label on lot #9065836? The labels are not falling off but are only sticking along the middle of the label. The sides of the labels are away from the tubes inside the packaging. They are still sticky causing the tubes to stick together when they touch."